Manufacturer narrative:
Analysis found that the handpiece would not work properly. There was motor failure and the cable failed earth resistance test. Pre-repair temperature test was not performed, therefore the customer's complaint of overheating was not confirmed. The housing of the device was disassembled and found that the seals and bearings were corroded. The motor was corroded due to dried saline. All seals, bearings, motor/cable were replaced. The device was repaired, cleaned and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was making a humming noise and was running hot during the procedure. There was no patient impact.